Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned to manufacturer.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure while troubleshooting the navigation system, the system became unresponsive and would not boot past home screen. Mouse was functioning but the navigation system was no responding. Representative was looking through the patient imaging at the time of the issue. Image cd was still in the dvd drive. A soft reboot of the system resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient information now provided.